Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that their trial began on (B)(6) 2024. It was reported that the patient's wires from their ens were hanging loose, not taped down. Support link advised the patient to call their clinician's office. Additional information was received from the patient's wife. The patient's wife stated the patient's leads have come loose and the device is just hanging from their back.

Manufacturer narrative:
Continuation of d10: product ID neu unknown lead ,lot# unknown, implanted: (B)(6) 2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu unknown lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.